Event description:
Customer reported with an issue of no image. The issue found by the facility staff after decontamination. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair found no image due to faulty ccd (charge coupled device) unit. In addition, during leak test , the device the pressure leak test, leaking around ccd lens was observed. Evaluation findings confirmed the customer reported issue of no image. The issue found was due to faulty ccd unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, e3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.